Event description:
It was reported that during a laparoscopic colectomy procedure, reducer part broke and dropped off into the pt's body. It was retrieved. There were no adverse consequences to the pt.